Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the implantable cardioverter defibrillator, it was found out that the right atrial (ra) lead had no capture at maximum output. The ra lead was explanted and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination showed an over-torqued inner coil at the conductor region, consistent with procedural damage. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.